Event description:
It was reported that the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. Evaluation of the pusher assembly could not determine the cause of the event.